Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and non-malignant pain. The patient reported that he went in for a refill today and the hcp (healthcare provider) was ¿unable to extract the final 13-17 ml of old medication from the pump, but put the new one into the space that was empty and he told me the 2 mixing together could change colors but it should be fine". The patient stated that he was a retired dentist, so he wasn't concerned about the medication, but wanted to know why the hcp couldn't get all of the old medication out of the pump, what the physical cause was for that and it if had happened before. He stated that he had spoken with his hcp but felt like he was getting the run around.